Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Since the lot number was not provided an evaluation of three recent retention samples were evaluated. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed all samples met manufacturer specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Per the attached user facility medwatch report # (B)(4) which was received from the FDA on august 8th, 2016, the event description states the following: " the sheath was inserted, the wire removed, and a faulty valve noted. The sheath was exchanged for a new one. Details, terumo pinnacle sheath 9f. We noted that there was no injury to patient and that product was returned to company."